Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was initially reported that there was a kinked stylet at implant. This was a surgical observation. The event was resolved without sequelae. The cause of the kinked stylette was unknown. Additional information received from the healthcare provider (hcp) for a clinical study reported action taken on (B)(6) 2015, was to unkink the stylet. See MFR report # 6000153-2015-00170 for patient's other lead.